Event description:
The lay user/pt contacted lifescan (lfs) in 2007 and alleged that his one touch ultra2 meter was failing control solution tests high outside the range. Lfs another country was unable to reach the pt to obtain further information. The pt reported that he had started using vial of the subject test strips about 1 week ago. He was feeling tired, had impaired vision, and feeling out of it while testing with those test strips. He did not think anything of it until two days earlier at 9:15 am, he performed a control solution test with a result of 8.0 mmol/l and another one day prior to original date at 9:15 am with a reading of 8.2 mmol/l. Both the control solution tests had failed high outside the range. He claims he took an increased dose of diabetes medication (not specified). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l) and that it was coded correctly. The test strips were within the expiration/discard dates. However, during troubleshooting, the pt noticed that the test strips looked a little different than normal. The pt described that the strip confirmation window was not yellow or clear all the way down. It also had a black line across at the top of the strip. This complaint is being reported because the pt claimed that he experienced symptoms suggestive after he started using the vial of test strips that failed two control solution tests high outside the range. He did not receive medical attention, but as a result of the reported issue, he increased his diabetes medications. The subject test strips was reported to have a black line across the top. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.